Event description:
It was reported that patient experienced ineffective therapy. As a result, surgical intervention was undertaken wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Reporter phone number (B)(6). B3-date of event is estimated. The event of product out of service form was reported to abbott. The patient's system was explanted due to ineffective therapy. The patient was withdrawn from the trial due to no pain relief. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.